Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that an allergic skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2021. Ten days after the sensor was inserted, the patient developed an abdominal rash that spread to the entire torso and tops of legs. She went to instacare and was prescribed claritin, zyrtec & pepcid. The rash cleared up within 18 hours. A few days later she had a coughing attack at work. She took a pepcid, the coughing stopped, her lips started to swell and tingle, and she took a zyrtec. Her eyes and face began to swell along with itching on her ears. She went to the doctor¿s office. She then felt pressure behind her eyes, headache, the swelling felt reduced. Her chest was heavy, felt like food caught in her throat and had a raspy voice, all of which she associated with the coughing spells. She went to instacare again and they recommended seeing an allergist and did blood work. Based on the lab results, the allergist suggested she might be allergic to nsaids and recommended she not use ibuprofen. Photographs were provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.